Manufacturer narrative:
The actual failed device was not returned for evaluation. However, sterile product from the same finished good lot was returned for testing on (B)(4) 2010. Method: the actual failed device was not returned for evaluation. However, sterile product from the same finished good lot was returned for testing on (B)(4) 2010 and forwarded to angiotech's quality assurance laboratory. Results/conclusion: the returned sterile samples were visually examined prior to undergoing pre and post hydrolysis and straight pull testing performed by a quality assurance technician. All samples met angiotech and usp requirements. Furthermore, relevant portions of the device history record were reviewed and no corresponding issues were identified during manufacturing or final release. To date, no other complaints have been received for this specific item number or finished good lot. The root cause of the incisions dehiscing post operatively can not be determined at this time. Angiotech reference: (B)(4), item # ra-1036q, quill srs, 2-0 pdo, lot m082360.

Event description:
(B)(6) performed multiple mastopexy procedures using quill srs 2-0 pdo suture material for a dual layer closure of the deep dermal and subcuticular layers. The surgeon states that he has had five (5) recent cases within the last six (6) weeks of dehiscence of the vertical limb of the incision in the subcuticular layer. (B)(6) has used this closure technique for several years without incident. All patients were empirically placed on oral antibiotics. No culture and sensitivities were done. Patient also required surgical intervention for closure of the subcuticular layers. Patients progress well. The date of this event is estimated.